Event description:
Instrument received through the return process with paperwork indicating the intrument broke during a procedure. Regional sales manager to contact reporter for additional info. Initial visual inspection indicated the instrument showed break of the hinge with debris (bioburden) noted thoughout the hinge area. Instrument sent to MFR for eval.